Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that a patient had a dresser fall on them. An impedance issue with the device was identified, specifically a low impedance or short with the #0 contact. The physician checked the lead placement under fluoroscope and confirmed it was good. The field representative checked the connectivity, which was also good, and performed impedance checks. Despite the impedance issue, the patient continued to receive good coverage of therapy. No replacement products were required, and the issue was ongoing without any serious adverse outcomes reported. The issue is ongoing. The manufacturer representative (rep) indicated they would send any further information as they become aware.